Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not prime. When they tried to prime, they received a motor error alarm and then a compromised force sensor system alarm. They were unable to exit the preparing to prime loop. The customer¿s blood glucose level was 212 mg/dl. Troubleshooting was performed. The battery cap was cracked. The drive support cap appeared to be normal. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.